Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2023-00357, 0001822565-2023-03775, 0001822565-2023-03776, and 0002648920-2023-00319. D10 medical devices: femoral component option size e left catalog#: 00596401551 lot#: 65958693, articular surface size ef 14 mm height catalog#: 00596403214 lot#: 65962607, all poly patella standard cemented size 29 mm diameter 8.0 mm thickness catalog#: 00597206529 lot#: 65958911. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent a left knee procedure. Subsequently, a few weeks post-implantation, the patient twisted their knee. The patient was revised to pain.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.